Event description:
The customer reported that the central nurse's station (cns) cannot transfer a patient as they keep getting bed not set. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the room they're sending to is empty and powered on and has an ay connected, but the bed not ready message persists. It appears that the origination bed/cns do what they're supposed to, but the receiving bed and cns do not get the patient. Technical support (ts) troubleshot the issue and was able to help the customer figure out the problem and they successfully transferred a test patient. Ts collected the logs so that they can be investigated.